Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) low drain volume alarm on the homechoice device during use. The home patient (hp) stated she disconnected from the machine during therapy and the patient line fell on the floor. The technical service representative assisted the hp with ending therapy. The hp stated she would perform therapy using manual supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The cause of the reported condition was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.